Manufacturer narrative:
Review of the product history records indicates the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
During the trailing of the acetabulum, the trident 54mm window trial got stripped from the insertion handle and trial was stuck in the acetabulum.

Event description:
During the trailing of the acetabulum, the trident 54mm window trial got stripped from the insertion handle and trial was stuck in the acetabulum.

Manufacturer narrative:
An event regarding thread damage involving a trident window trial was reported. The event was confirmed. Method & results: -product evaluation and results: there are scratches and abrasions in various areas. There is also material and paint wear in various areas of the device. The threads look worn. A material analysis engineer stated, ¿threads were stripped on the trial, likely due to cross threading and off axis loading. Damage consistent with explanation also observed.¿ -medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the investigation was confirmed by the visual analysis and the material analysis review. The root cause of the investigation was noted by the material analysis engineer that the thread damage was caused by cross threading of the trial by off axis loading.